Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose was 47 mg/dl at the time of the incident. It was reported that the blood glucose went low and the insulin pump did not suspended. The customer declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.